Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (humming / screen powering on and off) has been confirmed. As received, the monitor failed incoming testing and was drawing excessive current. Upon evaluation, the u1004 and u1005 processors shorted the 5.5v power supply to ground which induced damage at the u600, u602, and q600 components. The cause of the humming , screen power issue, and test failure is the defective processors. The root cause of the defective processors cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was emitting a loud humming sound and the screen was powering on and off.